Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they met with their healthcare provider (hcp) and manufacturer¿s representative (rep) who used their equipment to determine the implantable neurostimulator (ins) stopped working and needed to be replaced. As a result the ins was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.